Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
The customer reported high blower temperature. The customer contacted product support for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 15sep2020. B4: 24nov2020. Per field service engineer (fse) the issue was repaired by a third party engineer and no repair information was provided. The unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.